Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, on the final angiogram during the initial implant procedure, an unknown endoleak was seen. The physician thought it was either a type IV or a type iii. Another limb was implanted in the junction area to seal inside the devices; however the endoleak still remained. Based on this the physician concluded that this was a type IV endoleak that would cause no harm. The procedure was then completed. It was further reported that no endoleaks of any type were seen prior hospital discharge and the event resolved. The physician stated that the cause of the event could not be conclusively determined. No additional clinical sequelae were reported and the patient is fine.